Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg could not communicate with external products. In turn, the ipg was deemed inoperable. As a result, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.